Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been provided by the user facility for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results become available.

Event description:
As reported by the user facility ((B)(4)): it seems the pump infused, although the syringe is empty.

Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the history files revealed no abnormalities regarding the reported event. The device was found slightly contaminated and showed age-based marks of use. The reported malfunction was not comprehensible within several performed test runs. Thereupon the sample was disassembled and the inside was investigated. Inside damages based on a drop damage were found. There is no coherence between these damages and the reported malfunction. The device revealed no technical defect.